Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
Two separate penumbra neuron delivery catheters were opened and were noted to kinks in the catheter body. Two different neuron delivery catheters were then opened and used without incident. There was no patient involvement. This MDR is associated with MDR 3005168196-2012-00030.

Manufacturer narrative:
Device investigation: results: the catheter shows kinks at 48.5 and 53.5 cm from the hub shaft joint. In addition there is flattening in the distal tip between 1.0 and 2.0 cm from the tip. A 0.070" mandrel was introduced into the hub and advanced distally. The mandrel stopped 48 cm from the hub shaft joint. This unit is non-functional. The distal tip of the catheter was introduced into an example packaging tube and advanced into the tube. The flat spot at the tip prevented forward progress after 1.0 cm of insertion. Conclusion: the complaint of the kinks in the catheter bodies is confirmed. However, there were both kinks and flat spots on each of the catheters. Because the flattened tips of the catheters prevented them from fitting into their packaging tubes, it is not possible to determine if the devices could have been shipped with the kinked bodies or if the damage occurred when the devices were removed from the packaging or during preparation of the devices for use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.